Event description:
The patient's chest tube hub snapped off from the pigtail itself, revealing the wires and disconnecting the patient from suction. The remaining pigtail was immediately clamped and service was called. Service came to bedside and decided to fully remove the chest tube, as there was no way to reconnect the tube to suction.